Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date involving a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter where the reporter stated that plastic particles were evident in drip chamber when spiked with fresh line. It was also mentioned that chemotherapy was administered/performed. The customer also added that there was a normal saline bag involved. There was no patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
Additional information added to b5, h6 "there was patient involvement and delay in therapy but no patient harm." Investigation summary two (2) photos were returned showing the particulate in the drip chamber. Received one (1) used 011-cl3187 bifuse add-on set w/chemolock, dry spike adapter and two (2) used list #unknown infusion tubing sets for inspection. White plastic particulate was found inside of both drip chambers of the list #unkown infusion tubing sets and in the tubing above the dry spike adapter on the 011-c3187. The diaphragm on the dry spike adapter had been punctured and was torn from the walls of the adapter. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of particulate matter can be confirmed. The probable cause is due to twisting of the bag spike in the dry spike adaptor during use.

Event description:
The event occurred on an unspecified date involving a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter where the reporter stated that plastic particles were evident in drip chamber when spiked with fresh line. It was also mentioned that chemotherapy was administered/performed. The customer also added that there was a normal saline bag involved. There was patient involvement and delay in therapy but no patient harm.